Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported they are using an external monitor to duplicate automated impella controller (aic) console display, but it does not work anymore. The complainant believes that the vga-port of the rlm is defective. The monitor was reportedly tested with their other aic's without a problem. There was no reported patient harm.

Manufacturer narrative:
The investigation into the console display issue has been completed since the original report was filed. The console was returned for investigation. The console logs and remote lan modules (rlm) journals do not contain any information related to vga signal output. Console and rlm troubleshooting was performed and concluded that the issue was caused by defective rlm, as the monitor connected directly to the aic input/output port worked fine but did not work when connected consoles rlm even while using a known-good backstrap cable. Inspection of the console revealed minor damage of the backstrap cable wiring, and although it was unrelated to complaint, it is recommended to be replaced. The root cause of the issue (no vga out signal) was a defective impella connect module.